Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead noted undersensing, loss of capture and decreased amplitude measurements. As a result, ra lead dislodgement was suspected. As this patient was not dependent on atrial therapy, the device was reprogrammed to vvi. No adverse patient effects were reported.